Manufacturer narrative:
.

Event description:
The patient reported that since the day after his refill, approximately two and a half weeks ago, he feels sedated. The patient further states that for the past week the area around the pump is "filling up with fluid" and the area where the implant is "looks like a miniature watermelon." The hcp reported that the patient had a seroma and has experienced loss of therapeutic effect. The patient had come in in 2007 due to pocket area being full of fluid. The hcp aspirated 80cc of serous fluid which was cultured and was negative. A catheter study was done under fluoroscopy per the reporter, everything looked fine. The patient returned on the following month, for refill at which time the estimated reservoir volume was 2.5cc and the actual reservoir volume was 3.0cc. The patient told the hcp at this visit that the pocket site filled back up within a few hours after the last aspiration. The hcp planned to perform exploratory procedure on the next month, to remove fluid and look for cause of fluid at pump pocket site, however, that was not performed as planned. The patient experienced aching and soreness around the pump site. Patient was receiving mdt lioresal 2000mcg/ml with a daily dose of 525mcg. A follow-up report will be sent if additional information becomes available to us.